Event description:
It was reported by a customer in (B)(4) that, during pre-test, they were unable to completely remove the air from the endobronchial tube cuff. There was no pt involvement.

Manufacturer narrative:
The device is expected to be returned and evaluated. However, it has not yet been received by covidien. (B)(4).

Manufacturer narrative:
One mallinckrodt endobronchial tube was returned for evaluation in a sample bag, along with its original open unit pack. The reported malfunction could be verified on the sample returned for evaluation when testing the tube with the stylet wire in place. However, once the stylet wire was removed, the device was found to function as intended. The customer reported malfunction could not be verified. A CAPA has been initiated to address this issue. (B)(4).